Event description:
The nurse found the catheter broken. No difficulty was encountered during insertion.

Manufacturer narrative:
The sample has been received for evaluation and is currently being investigated. Upon completion of the investigation, a supplemental report will be filed. (B) (4). (B) (4).